Event description:
It was reported by service report that the bed had no power. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: power cord did not have reliable electrical contact. Conclusions: power cord reseated.